Manufacturer narrative:
Device passed the displacement test. Insulin pump error 63 alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor pic failed selftest alarm. The customer's blood glucose was 9 mmol/l at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.